Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse adjusted the mixer motor speed and ultrasonic voltages. The fse also replaced the main pipettor and calibrated the incubator belt. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. Beckman coulter (bec) internal identifier for this report is (B)(6). All MDR associated with this event: 2122870-2015-00330, and 2122870-2015-00331.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for three (3) patients. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one (1) patient (designated as patient 2). The customer repeated the sample from patient 2 four (4) additional times on the same access 2 immunoassay system and obtained lower results, within the assay's normal reference range. The initial, elevated access accutni+3 result was released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. MDR 2122870-2015-00331 will address the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for two (2) additional patients (designated as patient 3 and patient 4). Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for four (4) minutes at 6,000 rpm (revolutions per minute). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.